Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing ¿ nsrvo; the implantable cardioverter defibrillator was post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were discussed. No intervention was performed. There were no consequences to the patient.